Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the physician detected the coating of wire guide peeled off during device exchanged. The damage was at 15 cm. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. Approximately 16.7cm to 22.7cm from the distal end is a section of bare core wire. Approximately 14.7cm to 16.7cm from the distal end, the wire guide covering has folded over itself. A section of the coating approximately 3.4cm long is frayed and hanging from the wire guide, and the coating is still attached at approximately 14.7cm from the distal end. From approximately 17.4cm to 18.1cm the section of coating has split into two. Another two sections of coating approximately 0.5cm long are frayed and hanging from the wire guide, and the coating is still attached at approximately 22.7cm from the distal end. A conversation with production personnel from wire guides was had on 03/02/22. Pictures of the device were exchanged, and production management confirmed device was nonconforming due to coating damage caused during the scoring process in manufacturing. The device history record for the lot number said to be involved was reviewed. The device history record contains nonconformances that could potentially be related to coating damage. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the coating at the distal end was damaged which was due to the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.